Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the elastic part of the garment. The patient reported that he had previously informed the physician who instructed the patient to continue to wear the lifevest. The patient later reported that he saw the physician again who instructed the patient to remove the lifevest and contact zoll.